Event description:
The md was unable to continuously flush the catheter inside the patient. The catheter was removed and replace with another of the same with no harm to the patient. Manufacturer response for catheter, catheter (per site reporter), mfg notified by site.